Manufacturer narrative:
(B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. On 30jan2018, log files were submitted for review. Log file analysis completed by the manufacturer¿s technical services representative revealed nine no external power/low battery hazard alarms. The customer was informed that these events could have been caused by the ac power cord of the mobile power unit (mpu) coming loose at the mpu or the wall outlet. During the no external power events, the system controller¿s internal backup battery provided power to the pump as designed. The customer was unable to confirm if the events were as a result of the ac power cord coming unplugged at the wall or from the mpu. There was no reported adverse patient impact due to the events. No additional information was provided.

Manufacturer narrative:
The reported event of a no external power alarm was confirmed based on the information submitted on the system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.